Event description:
It was reported that, "pt had previous surgery in (B)(6) 2012. At f/u visit in (B)(6), it was noted that both rods were broken at the level of l3-l4. Pt's prior fusion was t9-pelvis along with anterior fusion. Todays surgery was add'l anterior fusion along with revision of posterior instrumentation. While initial insertion of blocker into the right s1 screw the surgeon white knuckled tightened the blocker at which point the screw head disengaged from the screw. The new rod was removed and the s1 screw was removed without incident. A new screw was inserted and rod placed. As a precaution the left s1 screw was also replaced. No further problems were encountered."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.